Event description:
It was reported that a lead monitor warning triggered and there was an increase in thresholds. It was noted that the lead had a polarity switch for high impedance that had continued to rise over time. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.